Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/8/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number ramlbc, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a suture piece of product code sxpp1a401 was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece was observed with marks on the surface, some barbs present damaged, body fluids, fraying and the ends were cut that appears to be by use of the surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that one box and a needle/suture piece of product code sxpp1a401 could be observed. The suture piece was observed with body fluids, damaged on the barbs and the end of the suture broken appear to be by use. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Related events captured via: 2210968-2021-04644 and 2210968-2021-04645.

Event description:
It was reported that a patient underwent a robotic assisted hernia repair and abdominal wall reconstruction on (B)(6) 2021 and suture was used. The suture appeared to be frayed midway. It was noticed intraabdominally. Staff described the tissue as hard like concrete and said that they were careful to not damage the material with the instruments. The case was completed with no patient consequences. No further event details have been provided.